Event description:
As reported by the field, this was a mechanical thrombectomy for vessel occlusion of left internal carotid artery (ica) to middle cerebral artery, m1 segment. Combined technique using a react71 aspiration catheter and an embotrap iii 5 mm x 37 mm revascularization device (et309537, 22g037av). The devices were used according to instructions for use (IFU). After a 9fr long sheath was placed in the right femoral artery, a branchor 9fr was placed in left internal carotid artery. After phenom21 microcatheter and chikai 14 guidewire were advanced through the lesion followed by the react71 aspiration catheter to mc, the embotrap iii was inserted into microcatheter (mc) and advanced to the lesion. The embotrap iii was deployed from m1 and retrieved a thrombus by combined technique with using the react71. The retrieved embotrap was found to be deformed, while still retaining the thrombus. Angiography showed residual thrombus in ica, so the embotrap was replaced with a solitaire 4x40 and thrombectomy was performed (2nd pass). The solitaire retrieved a thrombus, but angiography showed small thrombus at distal m1, so the 3rd pass was performed using solitaire. The 3rd pass retrieved no additional thrombus, but angiography showed that recanalization was achieved. After a 5-minute wait, re-occlusion was not observed on repeat angiography. The procedure was completed. The patient¿s right-side paralysis was resolved after recanalization was achieved. There was no negative impact to the patient. A continuous flush was done. Additional event information received on 11-apr-2024 indicated that no additional intervention was required due to the damage. Additional event information received on 23-apr-2024 confirmed that the cage assembly became kinked/bent. The physician used the device as usual, but it is possible that when the device was retrieved, the inexperienced assistant applied some force when re-sheathing it for use in the second pass. There was no difficulty withdrawing the device from the thrombus. The procedure was not delayed due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).review of the provided photographs shows evidence of entanglement of the outer cage component of the embotrap device. There is also evidence of thrombus on the stent. It was reported in the complaint event that a combined technique with the react 71 aspiration catheter was attempted with the embotrap device. It was reported that the retrieved embotrap stent was ¿found to be deformed¿, while still retaining the thrombus. Based on the evidence from the provided photographs, the complaint event is confirmed. It is difficult to determine the potential cause of the complaint based on the details of the procedure and anatomical details. A potential cause for the deformation is relative movement of the aspiration catheter after embotrap stent deployment combined with device positioning in tortuous anatomy. To further investigate this complaint device, a physical product investigation is required. The physical product investigation will be referenced in a separate report. While the complaint event is confirmed, the root cause cannot be determined from the provided pictures and information. A review of the manufacturing documentation associated with lot 22g037av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4) complaint conclusion as reported by the field, this was a mechanical thrombectomy for vessel occlusion of left internal carotid artery (ica) to middle cerebral artery, m1 segment. Combined technique using a react71 aspiration catheter and an embotrap iii 5 mm x 37 mm revascularization device (et309537, 22g037av). The devices were used according to instructions for use (IFU). After a 9fr long sheath was placed in the right femoral artery, a branchor 9fr was placed in left internal carotid artery. After phenom21 microcatheter and chikai 14 guidewire were advanced through the lesion followed by the react71 aspiration catheter to mc, the embotrap iii was inserted into microcatheter (mc) and advanced to the lesion. The embotrap iii was deployed from m1 and retrieved a thrombus by combined technique with using the react71. The retrieved embotrap was found to be deformed, while still retaining the thrombus. Angiography showed residual thrombus in ica, so the embotrap was replaced with a solitaire 4x40 and thrombectomy was performed (2nd pass). The solitaire retrieved a thrombus, but angiography showed small thrombus at distal m1, so the 3rd pass was performed using solitaire. The 3rd pass retrieved no additional thrombus, but angiography showed that recanalization was achieved. After a 5-minute wait, re-occlusion was not observed on repeat angiography. The procedure was completed. The patient¿s right-side paralysis was resolved after recanalization was achieved. There was no negative impact to the patient. A continuous flush was done. Additional event information received on 11-apr-2024 indicated that no additional intervention was required due to the damage. Additional event information received on 23-apr-2024 confirmed that the cage assembly became kinked/bent. The physician used the device as usual, but it is possible that when the device was retrieved, the inexperienced assistant applied some force when re-sheathing it for use in the second pass. There was no difficulty withdrawing the device from the thrombus. The procedure was not delayed due to the event. Review of the provided photographs shows evidence of entanglement of the outer cage component of the embotrap device. There is also evidence of thrombus on the stent. It was reported in the complaint event that a combined technique with the react 71 aspiration catheter was attempted with the embotrap device. It was reported that the retrieved embotrap stent was ¿found to be deformed¿, while still retaining the thrombus. Based on the evidence from the provided photographs, the complaint event is confirmed. It is difficult to determine the potential cause of the complaint based on the details of the procedure and anatomical details. A potential cause for the deformation is relative movement of the aspiration catheter after embotrap stent deployment combined with device positioning in tortuous anatomy. While the complaint event is confirmed, the root cause cannot be determined from the provided pictures and information. The device was received at the analysis site. The examination under magnification of the returned embotrap device showed evidence of damage and deformation to two of the body segments of the device. A combination of solidified biological matter, the outer cage and inner channel components appeared to be entangled with one another. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was not able to be successfully passed through a 0.0195¿ ID tube. The complaint report states the embotrap was deployed and retrieved a thrombus by combined technique with the react 71. Upon removal the embotrap was ¿found to be deformed¿ while still retaining the thrombus. It was noted that the assistant doctor was inexperienced and may have ¿used some force when resheathing the device for the 2nd pass¿. The returned device shows evidence of damage and deformation. Therefore, the complaint event can be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the inner channel and outer cage components to become entangled. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The instructions for use (IFU) states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.